Manufacturer narrative:
The customer reported this event to the FDA though medwatch mw5081135. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several 1000 ml exactamix eva tpn bags were leaking from an unspecified location. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.